Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) called and requested review of this pacemaker stored signal artifact monitor (sam) episodes. Upon review, ts observed oversensing noise related to minute ventilation (mv) feature. The feature was deactivated by the sam feature. It was also noted that the right ventricular (rv) lead also exhibited high out of range pacing impedances. The hcp noted noise was not reproducible and suspected cause to be due to lead fracture. Subsequently, during an in-office visit, testing was performed. It was noted that non-boston scientific right atrial (ra) lead impedances appeared to be jumpy and trending down over the past 12 months, however, still remain within normal range limit. The testing results led the physician to conclude that the observed issue may be related to a spring contact issue. The physician reprogrammed the device settings. At this time, the pacemaker, rv lead and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called and requested review of this pacemaker stored signal artifact monitor (sam) episodes. Upon review, ts observed oversensing noise related to minute ventilation (mv) feature. The feature was deactivated by the sam feature. It was also noted that the right ventricular (rv) lead also exhibited high out of range pacing impedances. The hcp noted noise was not reproducible and suspected cause to be due to lead fracture. Subsequently, during an in-office visit, testing was performed. It was noted that non-boston scientific right atrial (ra) lead impedances appeared to be jumpy and trending down over the past 12 months, however, still remain within normal range limit. The testing results led the physician to conclude that the observed issue may be related to a spring contact issue. The physician reprogrammed the device settings. At this time, the pacemaker, rv lead and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.